Event description:
Almost choked [choking sensation]. Toothbrush heads fall off - oral-b [device breakage]. Toothbrush heads are very loose - oral-b [device connection issue]. Case narrative: consumer via chat stated that the oral-b toothbrush heads were very loose on the oral-b toothbrush, and fell off while they were brushing their teeth. They almost choked. No serious injury was reported.

Manufacturer narrative:
Complained product will not be not available.